Event description:
A hospital in (B)(6) reported that the rt340 adult dual-heated with evaqua breathing circuit did not pass the ventilator leak test.

Manufacturer narrative:
(B)(4) method: the complaint breathing circuit was returned to the manufacturer for evaluation. The complaint breathing circuit was visually inspected, pressure tested and submerged in a waterbath to test for leaks. Results: the pressure test confirmed the reported leak. The waterbath test revealed a leak at the expiratory elbow connector. A visual inspection identified that there was insufficient glue in the elbow connector. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the leak observed was due to insufficient glue that had been applied between the evaqua expiratory limb and its elbow connector during the assembly process; however, it was not picked up during the pressure test in the production line. All breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. Our user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."